Event description:
Pt's toes became caught under the "optional transport shelf/charting table". This pt experienced redness and no other noted injury. However, this had occurred with 2 previous pts and presents a potential risk of injury. This was reported by the nurse mgr to 2 company reps with no subsequent action.